Event description:
The patient experienced acute endocarditis and an annulus abscess as well as a mid-brain embolic event. Intraoperatively, the valve was almost totally dehisced from the annulus and was easily removed by cutting a 1 cm attachment. This revealed a deep abscess cavity with extensive tissue destruction extending just below the left main coronary ostia to the edge of the anterior leaflet of the mitral valve. All of the tissue in this area was nearly totally destroyed deep into the myocardium, with the loss of the entire annulus. Pericardial patches were used to reconstruct the annulus and ascending aorta. A 23ahpj-505, was then implanted.